Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation and send a supplemental report. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that when the port needle was priming, it was found that the heparin cap connector of the port needle was leaking. There was patient involvement, but no patient harm/adverse event reported.